Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of a thoracic aortic disease using conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2022, during dialysis, the patient had chest pain and back pain. A computed tomography angiography revealed a contrast at 3 cm distally from the proximal edge of the stent graft, and emergency thoracic endovascular treatment was performed. An computed tomography revealed no endoleak. An angiography from three-way was performed and no endoleak was observed. The results showed no problems. Due to a possible temporary absence of bleeding and a possible bleeding during future dialysis, additionally tgmr373720j was implanted. The patient tolerated the procedure. The physician stated that the angiography revealed no problems, but because anticoagulants are used during analysis, an additional treatment was performed for safety. No problem with graft. Problem with vessel.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).